Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the medication was hard to push to the top of the syringe. To aid in the investigation, one sample with no packaging blister and five photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. The five photos provided show the sample received. A device history record review was completed for provided material number 305106, lot 2299220. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material: 305106, batch#: 2299220. It was reported by the customer that "a couple" of the physicians at the office "prefer different needles". The reporter also stated "when we first started receiving eylea hd the doctor had concerns about the air in the vials". He stated they "had air in the syringes and he felt like he wasn't getting enough product into the patient's eye". Verbatim: rcc received a complaint via email. Email(s) attached. On 23-feb-2024, the physician's office staff contacted (B)(6) medical information to request a replacement of one eylea hd vial kit. The reporter stated that the eylea hd syringe "malfunctioned". The physician "had already drawn it up from the vial", then when the physician was preparing the dose inside the syringe, "to get the medication to the top", "it was hard to push and it wouldn't load into the syringe when the doctor was trying". The device was then not used for administration. The physician was able to successfully prepare a dose from a different eylea hd and thus the patient did not miss a dose. The prepared syringe (with the needle attached containing the eylea hd product in the syringe) and carton have been sequestered and are available for retrieval (the vial was discarded). It was unknown to the reporter whether the physician used non-supplied components to prepare the dose. The reporter stated "a couple" of the physicians at the office "prefer different needles". The reporter also stated "when we first started receiving eylea hd the doctor had concerns about the air in the vials". He stated they "had air in the syringes and he felt like he wasn't getting enough product into the patient's eye". The reporter stated "I would assume they received the full dose". The reporter stated "we had help from the sales rep and your company" regarding this event and "the sales rep handled it" and "the issue has been resolved". Product details regarding this event were unknown to the reporter and the product has since been discarded. Any patient information associated with this event was unknown to the reporter. No additional information was available at the time of this report. Version 2 (mdo): on 11-apr-2024, (B)(6) medical information received an email from xxxx at (B)(6) providing a complete adverse event follow-up form. Please see the attached source document for additional information. Per the email, "please find attached the received follow-up letter pertaining to mcn no. 2024-037476." Per the source document, "ae: might not be getting enough product into the patient's eye (special situation; incomplete dose administered) no additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to (B)(6) 2. Were non-supplied components used in preparing/administering the dose? Unknown a. If yes, what was used? (Brand & item #). 3. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 4. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 5. Was the tamper evident seal present on the carton? Yes. 6. Was the tamper evident seal intact when the product carton was received? Yes. 7. When was the difficulty noted: after dose was withdrawn. 8. Was the blue safety cap present on the vial when the carton was received? Yes. 9. Was the vial upright or inverted during the withdrawal? Unknown. 10. Was air injected into the vial prior to preparing the dose? Unknown.

Event description:
Material: 305106 batch#: 2299220 it was reported by the customer that "a couple" of the physicians at the office "prefer different needles". The reporter also stated "when we first started receiving eylea hd the doctor had concerns about the air in the vials". He stated they "had air in the syringes and he felt like he wasn't getting enough product into the patient's eye". Verbatim: rcc received a complaint via email. Email(s) attached. On 23-feb-2024, the physician's office staff contacted regeneron medical information to request a replacement of one eylea hd vial kit. The reporter stated that the eylea hd syringe "malfunctioned". The physician "had already drawn it up from the vial", then when the physician was preparing the dose inside the syringe, "to get the medication to the top", "it was hard to push and it wouldn't load into the syringe when the doctor was trying". The device was then not used for administration. The physician was able to successfully prepare a dose from a different eylea hd and thus the patient did not miss a dose. The prepared syringe (with the needle attached containing the eylea hd product in the syringe) and carton have been sequestered and are available for retrieval (the vial was discarded). It was unknown to the reporter whether the physician used non-supplied components to prepare the dose. The reporter stated "a couple" of the physicians at the office "prefer different needles". The reporter also stated "when we first started receiving eylea hd the doctor had concerns about the air in the vials". He stated they "had air in the syringes and he felt like he wasn't getting enough product into the patient's eye". The reporter stated "I would assume they received the full dose". The reporter stated "we had help from the sales rep and your company" regarding this event and "the sales rep handled it" and "the issue has been resolved". Product details regarding this event were unknown to the reporter and the product has since been discarded. Any patient information associated with this event was unknown to the reporter. No additional information was available at the time of this report. ------------------------- version 2 (mdo): on 11-apr-2024, regeneron medical information received an email from xxxx at regeneron providing a complete adverse event follow-up form. Please see the attached source document for additional information. Per the email, "please find attached the received follow-up letter pertaining to mcn no. 2024-037476." Per the source document, "ae: might not be getting enough product into the patient's eye (special situation; incomplete dose administered) no additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? Unknown a. If yes, what was used? (Brand & item #) 3. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 4. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 5. Was the tamper evident seal present on the carton? Yes 6. Was the tamper evident seal intact when the product carton was received? Yes 7. When was the difficulty noted: after dose was withdrawn 8. Was the blue safety cap present on the vial when the carton was received? Yes 9. Was the vial upright or inverted during the withdrawal? Unknown 10. Was air injected into the vial prior to preparing the dose? Unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.